Manufacturer narrative:
The lens was received torn, missing portions of the leading haptic plate, optic, and trailing haptic plate. Due to the torn condition of the lens, dimensional measurements could not be performed. One retain sample from lot # 019128 was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The cause of the reported event cannot be determined.

Event description:
The surgeon reports that the crystalens iol was tilting approximately 7 to 8 months post-implantation. The crystalens iol was explanted from the pt's right eye and replaced with a li61aor iol of different power. The pt was reported to be doing well with the new iol. Additional information has been requested, but has not been received.